Event description:
It was reported that the patient could not feel any stimulation and the neurostimulator was at <(><<)>20% battery life after less than two years of being implanted. During replacement of the neurostimulator it was noted that the lead had become dislodged from the neurostimulator. The patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 serial # (B)(4) determined the ins was functionally okay with no significant anomalies. The setscrew was tightened into the connector block. The setscrew was backed out too far and forced into tecothane. Good, stable output was on all electrodes referenced to one electrode. Foreign material (suspected body fluid) was found in the port.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Programmer: model 3037, serial # (B)(4). Lead: model 3889-28, serial #(B)(4), implanted: 2009 (B)(6), explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.